Event description:
It was reported that a patient underwent a reoperation of a right inguinal hernia repair on (B)(6) 2011. During the procedure, merlix mesh was removed and replaced with a different mesh. In (B)(6) 2011, the patient developed pain radiating down his leg. The patient was prescribed an unknown pain pill for one month with minimal relief. The patient was then given steroid injections twice a month. The patient also complained of diarrhea, back pain, intense muscle pain, chest pains, migraines and eye strain. The patient wants the mesh removed.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.